Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is august 10, 2016.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is august 10, 2016.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016. The meter was reading a different number compared to the hospital meter. The customer visited the emergency room and was transported via ambulance to another hospital. Customer's blood glucose level was 650 mg/dl. His heart was racing and his blood glucose level was too high. He had a diabetic ketoacidosis. The customer was given insulin drip to treat and shots as well. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.